Event description:
Caller reported an error with their continuous glucose monitor indicating a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions from technical support for a complete pump reset and successfully started their sensor session without any further error notifications.